Manufacturer narrative:
In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported the patient is experiencing irregular heart rate. It was stated that this could be caused by vns. The patient's heart rate were observed to be in bradycardia range (46 bpm ¿ 36bpm ¿ 50bpm ¿ 55bpm ¿ 47bpm ¿ 59bpm). No additional relevant information has been received to date.

Event description:
Per the physician, the arrhythmia event is not related to vns stimulation. The patient condition was noted as "good". Patient did not have a history of cardiac events. Patient was experiencing bradycardia. Patient heart rate went from 70 to 58 bpm during event. Cardiac event did not occur during system diagnostics or settings change. EKG was used to diagnosis arrhythmia. The planned course of treatment is not currently known. No additional relevant information has been received to date.